Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was retained by the hospital.

Event description:
It was reported that there was a left recon nail extracted due to sub trochanteric fracture.

Manufacturer narrative:
Evaluation summary: evaluation revealed the t2 recon nail to be the primary product. The device was not returned for investigation and thus the incident was not confirmed. Investigation revealed no discrepancies in material and manufacturing (DHR review). Based on the above observations the root cause of the reported event is not linked to a deficiency of the device, but contributed by the patient¿s condition (a nonunion at the fracture site was confirmed). A more precise statement is not possible with the information given. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
It was reported that there was a left recon nail extracted due to sub trochanteric fracture.